Event description:
It was reported that a lap-band port was replaced due to a suspected leak. The physician noticed that after several fills the band did not retain any saline.

Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."